Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed volumetric accuracy test. No adverse effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
Additional information: d10. One cadd solis hpca pumps - 2110 was returned for analysis with no physical damage found on the device. Accuracy testing was performed to confirm the claim of a failed accuracy test. The delivery accuracy tests found the pump to be out of the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range.